Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the motors are real noisy and that both motors are veering but it is veering more to the left.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: consumer power wheelchairs. Left and right motor. Unable to test. Unable to test due to grease leaking from the mounting holes during return shipping and covering the entire motor. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: consumer power wheelchairs. Left and right motor. Unable to test. Unable to test due to grease leaking from the mounting holes during return shipping and covering the entire motor. The dealer states that the motors are real noisy and that both motors are veering but it is veering more to the left.